Event description:
Reportedly, three episodes of noise oversensing were observed upon interrogation of the subject crt-d, with a duration of around ten cycles.

Manufacturer narrative:
D3 and g1 updated. Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, three episodes of noise oversensing were observed upon interrogation of the subject crt-d, with a duration of around ten cycles. Patient files analysis confirmed the reported noise oversensing on the ventricular channel (since (B)(6) 2020). The observed noise most probably resulted from myopotentials sensing, and/or from electromagnetic interferences (emi).